Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 200-high mg/dl. Cause was not known. Customer changed supplies to address bg. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.